Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due the device not inflating. It was noted that the cylinders had fluid loss. The device was removed and replaced. There were no patient complications.